Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. No moisture damage on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. Pump received with scratched case, pillowing keypad overlay, serial number label fading and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2020 with blood glucose of over 600 mg/dl treated with needle. It was unknown if the insulin pump was on auto mode at the time of the incident. The customer did experienced the symptoms such as vomiting and also increases in blood glucose. The insulin pump will be returned for analysis.